Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was unresponsive. Customer's blood glucose was unknown. Customer mentioned the device was exposed to rain water. There was fluid under the display but it dried up. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the lcd board. Unable to perform the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to a blank display. Unable to verify the low battery alarm and failed battery test alarm due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.